Event description:
The physician was working on deploying a pipeline embolization device and did not deploy it and attempted to retrieve it from inside the catheter and it got deployed inside of the catheter. Device was found and removed from catheter and both the catheter and the device were discarded from sterile tray with no injury to the pt. FDA safety report ID# (B)(4).